Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. The photo investigation and visual examination found the device chipped from the tip, however it is unknown the condition of the device upon receipt by the user. The reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. It was reported that a new chisel was received that was damaged out of the box. The device associated with this report was returned to depuy synthes for evaluation. Additionally, photographs were sent for review, "(B)(4) instrument photo ad 18 may 2022". Visual examination found the device chipped from the tip which indicates improper usage. The tip of the chisel was loaded beyond the material limit resulting in mixed mode ductile and brittle overload of the material and chipping. Properly handling and attention to the approved use of the device diminishes the risk of failure. High resolution pictures taken revealed markings that indicates usage of the device. It is unknown the condition of the device upon receipt by the user. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was unconfirmed as the observed condition of the [242101000 / in-condl chisel 8x10x7 3/4 in / jr7650] would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Receiving inspections were reviewed and nothing indicative of a device nonconformance was found. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. (B)(6) - jun 01 2022 additional information received through email on 1 june 2022 at 5:23 am stating- a. Hospital name/account number: (B)(6) hospital /(B)(6). B. Date of event: (B)(6) 2022. C. Can you please clarify what do you mean by ¿damaged¿? Was it worn, cracked, broken into 2 pieces, bent, stripped, cross threaded or any device interaction. The item was sent with a serrated edge. D. Is the device available for return? Item is available for return. (B)(6) - jul 27 2022 26-july-2022 device(s) received unrecognized number so2056132 physical product. Qty changed from 0 to 1; update decontamination status. Not available to available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a new chisel was received that was damaged out of the box.